Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed through observed host tissue overgrowth. Report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal on the inflow aspect and moderate on the outflow aspect. Leaflet 2 had a 4mm tear near commissure 2 and a 4mm tear near commissure 3. Leaflet 2 was observed to be thickened and swollen near the tears. All three leaflets were also observed to be thickened and swollen along the wireform and along the free margins of leaflets 1 and 3. Host tissue and thickened leaflets restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted thirteen (13) years and three (3) months, was explanted due to aortic stenosis and regurgitation. This valve was originally implanted for aortic valve replacement to correct aortic stenosis. Valve was explanted and replaced with 21mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The leaflet corresponding to non-coronary cusp was dropped towards left ventricle. The valve was returned for evaluation. Patient status was reported as ¿recovering¿ at ICU.